Event description:
It was reported that the customer's insulin pump alarmed motor error during prime. The customer stated that the insulin pump was not exposed to radiation although she is a nurse, but she did not take the device into the MRI room with her. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the motor error alarms. The device had a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.